Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, non-reportable phenomena such as an inability to complete a leak test due to a large leak, multiple ig breakage, a cut on the bending rubber, and the deterioration/damage of the adhesive on the distal end were identified. The reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to handling methods of the customer. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the cystonephrofiberscope was sterilized without the cap and had burned on the stem exposing the inside fiber. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.